Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, red particles, fluids clear inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare provider reported right side "ruptured" and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: adverse reactions may require premature explantation, which may affect desired flap size. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare provider reported right side "ruptured" and capsular contracture baker grade ii. Device has been explanted.